Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: lo mg/dl (which on the system indicates a result of less than 20 mg/dl), 20 mg/dl, and 135 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.